Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-8120-50 serial number: (B)(6). Batch/lot number: 182004a model/catalog description: artisan surgical ld 50cm 16 contact lead unique identifier (UDI) : (B)(4). Not found this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) and lead revision procedure due to inadequate stimulation. The devices were replaced. There were no complications. Electrocautery was used. The patient was stable post operation. The devices were not released per facility guidelines.